Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2011-00813.

Event description:
It was reported that, "the surgeon was using the inserter tool to impact the liner into the cup and the threads on the inside of the inserter tool broke off. We moved from the 28mm to the 22mm and it happened again."